Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 07/2024.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter allegedly separated after 30 seconds activation. It was further reported that the device was kinked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. The distal tip was seen to be separated from the outer catheter during the visual evaluation, but it was still connected to the inner core wire. The distal tip was noted to be kink. The catheter has a tear as well. The marker band is present and slightly bent. The catheter was noted to be frayed near to the marker band. Based on the findings, the investigation is confirmed for the material separation issue as the catheter was noted to be separated from the distal tip. The investigation is also confirmed for the material deformation issue as the catheter tip was noted to be kinked and slight bent was noted to the marker band. The investigation is also confirmed for the material torn issue as the outer catheter was noted to be torn. The investigation is also confirmed for the material fray as the outer catheter was noted to frayed near to the marker band. A definitive root cause for the reported material separation and material deformation issues also identified material torn and material fray issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter allegedly separated after thirty seconds of activation. It was further reported that the device was kinked. The procedure was completed using another device. There was no reported patient injury.